Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03/25/2024.

Event description:
Healthcare professional reported a left side rupture confirmed by mammogram and ultrasound. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture confirmed by mammogram and ultrasound. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as surgical damage. Broken device observed assessed as surgical damage. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side rupture confirmed by mammogram and ultrasound. Device has been explanted.